Event description:
It was reported that the patient was admitted to the emergency room due to several inappropriate shocks. Upon investigation of the ventricular fibrillation episode, it was discovered that the signals noted were not physiological but due to possible lead damage. Lead exhibited noise, low defibrillation impedance, low pacing impedance, and increased threshold. Patient had an x-ray but it was visually difficult to assess if there was any damage to the lead. The physician and patient were planning a lead revision. No intervention was reported. Patient was stable.